Event description:
Rep reported that the patient reports that he is still seen weekly for wound management. Patient reports continued minimal stimulation, despite pushing the intensity up to almost 20ma. Requested patient get x-ray with physician to discuss. Hcp states x-ray showed cervical lead has moved ¿out of the space¿, which is why stimulation has been minimal. Patient underwent lead revision surgery (B)(6) 2025. Rep spoke with the patient today 6/17/25, and he states he has good coverage of the painful areas and the system is working appropriately.

Manufacturer narrative:
Continuation of d10: product ID 977c290, serial# (B)(6), implanted: (B)(6) 2025. Product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 977c290 serial# (B)(6) implanted: (B)(6) 2025 product type lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 977c290, serial/lot #: (B)(6), ubd: 09-aug-2027, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient stated that since post-op, they have an infection that was managed by the implanting physician around where the lead was implanted. Patient reported they were given additional antibiotics and the wound was washed. The patient also reported that the intensities they require have increased dramatically and the patient no longer feels stimulation. The issues are attributed to the system. The issue is not yet resolved, but the rep noted they would submit any new information that becomes available.